Manufacturer narrative:
Monitor sn (B)(4) was returned to the distributor for evaluation. The reported problem (service code 204, damaged monitor case, exposed wires) was confirmed. The evaluation of the monitor confirmed the damaged monitor electrode belt connector. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor had a damaged case and exposed wires and that the patient was receiving a service code 204 (belt/monitor unusable).